Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report was this manufacturer's product. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient first noticed/found out their ins had been hacked in (B)(6) 2020. The patient clarified that their head large sore mass that showed ¿rf¿ when scanned was first noticed in (B)(6) 2018, their back large sore mass was noticed in 2019 and in (B)(6) 2020 their shoulder large sore mass was noticed. It was indicated that (B)(6) 2020 was when they first noticed the device gave off a large amount of ¿rf signals¿ when they were scanned. It was clarified that ¿rf¿ stood for radio frequency ¿1-366, 1-409, 1-000??, according to a cheap phone app¿. The patient stated that the circumstances that may have led/cause this event was the ¿fbi or hershey medical research did it as a psychological torture experiment, was how it appeared¿. It was reported that the patient had been trying to inform their physician regarding their reported issues for three years, ¿since all the adverse reactions started getting so obvious that they were implanted with something.¿ it was reported that after meeting with their physician the cause of the three large sore masses were determined to be cysts/lipoma and they were told they should be removed. After meeting with their physician, the cause of the ¿rf signals¿ were reported to be due to ¿the patient being delusional and that they were better off lying about the implant¿s existence and them being responsible¿. The patient indicated that their issue was not resolved and that they needed help from someone who knew how the implants worked to help them figure out who¿s they have and how to get it turned off. The patient continued stating that they were in serious trouble with their device being hacked. They stated that they had a dbs, spinal cord and bowel anal bladder program, as best they could tell. They stated that the dbs had ¿fired so many pulses consecutively they were suffering memory loss and motor function skills. They stated that the bowel and bladder p arts, ¿they use to embarrass them and make them so violently ill as a punishment when they do something they don¿t like, like right now filling this out, they just caused their bladder to empty and they could feel the bowel program churning their stomach. They stated that ¿these people were trying to murder them. They stated that they had a stroke like symptom for two months now¿. "MDR decision corrected to not reportable due to device being non-mdt product. No additional supplemental reports are required unless additional information received indicates a reportable event."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had a hacked neurostimulator and he had grown 3 large sore masses that all show a rf when scanned with a detector. Additional information was received from the patient. The patient he had a stimulator that put off a major amount of rf signals when scanned by a detector. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.